Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Event description:
The customer reported via phone call that they had a high and low blood glucose. Blood glucose values shown on the carelink report were: 258 mg/dl, 63 mg/dl, 236 mg/dl, 70 mg/dl, 290 mg/dl, 310 mg/dl, 290 mg/dl, 284 mg/dl, 276 mg/dl, 250 mg/dl, 315 mg/dl, 345 mg/dl, over 400 mg/dl, 63 mg/dl, 294 mg/dl, 300 mg/dl, 296 mg/dl, 303 mg/dl, 62 mg/dl, 308 mg/dl, 259 mg/dl, over 400 mg/dl, 254 mg/dl, 268 mg/dl, 290 mg/dl, 270 mg/dl, 289 mg/dl, 341 mg/dl, 271 mg/dl and 265 mg/dl. The customer did not mention symptoms of blood levels. The customer treated high blood glucose with the insulin pump and manual injection and the lows with juice. The customer declined troubleshooting for blood glucose levels. The sensor was returned for analysis.